Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the video system center exhibited the front panel was not working. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 07-08-2024. Additional information: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the event occurred due to faulty printed circuit board (cp board). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.